Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications: onset date of mesh exposure to the bladder? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date fifteen years ago and the mesh was implanted. It was also reported that the patient experienced mesh exposure to the bladder postoperatively. Additional information has been requested.

Manufacturer narrative:
Pc-000235775 date sent to the FDA: 08/09/2018 additional patient code: the patient demographic info: age, gender, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? No information. Onset date? No information. Other relevant patient history/concomitant medications onset date of mesh exposure to the bladder? Yes, and the patient has a pain. Describe any medical/surgical intervention for exposure including dates and surgical findings. Reoperation will be performed in the future, but the doctor doesn't decide the date of reoperation. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? No information. We will advise if we can get additional information about reoperation.